Event description:
It was reported that the insulin pump has a full black screen. Customer's blood glucose reading was 273 mg/dl. Nothing further reported.

Manufacturer narrative:
All the buttons functioned properly and unit passed displacement test and self-test. No full segments display or display anomaly noted. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.